Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 and experienced a separation in the anti-contamination sleeve during support. It was reported that the patient had been taken to the operating room for decannulation of extracorporeal membrane oxygenation (ECMO) and insertion of impella 5.5. The impella 5.5 was successfully implanted with no reported complications, and ECMO was successfully decannulated. Following the decannulation of ECMO, the impella 5.5 flows dropped. Attempts to troubleshoot with repositioning the pump were unsuccessful and the decision was made to replace the impella 5.5. It was noted that the initial pump flows were <1 l/min. A new impella 5.5 was successfully inserted, and support was initiated without reported complications. On support day 47, it was reported that the distal side of the anti-contamination sleeve was found to be separated from the distal locking hub. The medical team noted that the patient was very anxious and may have been pulling the catheter causing the separation of the sleeve. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure. This complaint involves two impella devices: pump 1: impella 5.5, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This MDR specifically addresses pump 2: impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.